Event description:
The patient reported that when the pod was removed from their arm, the needle had not retracted and extended through the cannula. This indicates a needle mechanism failure. The patient also reported the presence of an insulin odor and a bent cannula. The patient's blood glucose levels rose to 20 mmol/l (360 mg/dl) while wearing the pod between 5 and 24 hours. As treatment, a new pod was successfully applied.

Manufacturer narrative:
We are unable to confirm or determine the root cause of the reported bent cannula and needle mechanism failure. The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: lockdown. Omnipod software app version: 3.1.5-p001. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.